Manufacturer narrative:
Analysis of the catheter found damage to the connector. Analysis found the pump failed dispense testing; the failure was above specification. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving baclofen (2,000.0 mcg/ml at 234.9 mcg/day) via an implantable pump for an unknown indication for use. It was reported the catheter connection part did not come off during the pump replacement procedure and the catheter could not be removed, so it was cut off and a new catheter and pump were used. The event date was (B)(6) 2019. There were no reported symptoms. Further complications were not reported. Additional information was received. When asked if the whole catheter was replaced, or just the pump segment, it was stated "pump and catheter." It was unknown if any contributing factors to the issue were identified. The issue was considered resolved.